Manufacturer narrative:
H3 other text : device evaluated by third party service center

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. During evaluation of the device at a third-party service center, visible foam particles were found. 1223 error code number was also detected. No other device problems were found. The device was scrapped.